Event description:
It was reported by the attorney that in 1996 the plaintiff underwent a cesarian section. A mersilene polyester fiber mesh was used during the procedure. As per the attorney, the plaintiff began to have complications like fever and infection after the procedure. No diagnosis of infection was dictated by the physician and the plaintiff was discharged on 01/18/1996. On 01/20/1996 plaintiff was re-admitted into another hospital. Treatment included multiple surgeries including abdominal washouts, a hysterectomy, removal of the ovaries, an appendectomy, and skin grafts from the thighs to the abdomen to replace abdomen tissue lost due to the infection and necrosis.